Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified pulmonary artery. A 9.0x20, 75cm mustang¿ balloon catheter was advanced over a 035 non bsc guidewire but became stuck. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified no issues with the balloon profile. The balloon was loosely folded. A visual examination identified no issues with the shaft profile. The guidewire used in the procedure was not returned. Inserted another 0.035inch size wire through the device with no restrictions noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified pulmonary artery. A 9.0x20, 75cm mustang balloon catheter was advanced over a 035 non bsc guidewire but became stuck. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.